Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 8.5 fr introducer peel-apart sheath and vessel dilator was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for the reported difficult to insert issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The investigation is confirmed for the identified deformation and fracture issues, as bent were noted on the sample along with minor kinks. The distal tip of the vessel dilator was noted to be fractured. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during a port placement procedure, the dilator allegedly could not be inserted. There was no reported patient injury.